Manufacturer narrative:
On (B)(6) 2023 customer alleged received cal error/calibration not accepted and sensor glucose vs. Blood glucose. Following our received of the one returned used partial sensor(needle not returned) performed visual inspection and found sensor electrode broken, place sensor under microscope and found sensor electrode broken in half, missing broken part. See attachment files for details. Unable to continue with functional test due to sensor being damage. In summary, the customer complaint of unexpected sensor alarms could not be confirmed, unable to performed functional test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported inappropriate sensor glucose values and experienced hypoglycemia with a blood glucose value of 51 mg/dl at the time of the event. The customer was treated the event with glucose/carb intake and no symptoms related to the hypoglycemic event was reported. Customer alleged over delivery with insulin pump. Troubleshooting was performed and it was found that the insulin delivery was not suspended due to the blood glucose and sensor glucose value difference. The customer was using the insulin pump within 48 hours of the event, and the auto mode feature was active at the time of the event. The customer will discontinue using the device and the insulin pump and sensor will be returned for analysis.